Event description:
In (B) (6) 2008, results provided by customer: date: (B) (6) 2008, inratio: 2.6, lab: 1.8. Date: (B) (6) 2008, inratio: 4.3, lab 3.27.

Manufacturer narrative:
Investigation pending (B) (4).